Event description:
Customer called the manufacturer due to not having power in the device. After obtaining power to the device during troubleshooting, customer noted that there were missing segments on the display. No adverse event reported. Requested return of suspect device and replacement was sent.